Event description:
It was reported that approximately 18 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening and bone fracture. Revision surgery operative notes were provided and confirmed that there was bonding of the tibial implant at the keel, but was not fixed at the level of the tibial resection. Evidence of stress shielding was noticed. Revision implants were placed. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: 02-012-41-3030 - logic tibia traptray cem sz 3f/3t, serial number unknown 02-010-01-0330 - logic femoral ps cem right sz 3 serial number unknown 200-02-32 - three peg patella 32mm serial number unknown.